Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users experienced a significant delay when attempting to identify the device containing medication. When selecting the function to view medication locations, the system took approximately 30 seconds to display the information, resulting in delayed access for nurses. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.